Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the first clip seated too far forward and sticking out of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip which was sticking out of the channel was able to properly load into the jaws of the applier and was successfully attached to over-stressed surgical tubing. The second clip was unable to properly load. The third and the fourth clip were able to properly load and were successfully attached to over-stressed surgical tubing. The fifth clip was unable to properly load. The next 3 clips were able to properly load and were successfully attached to over-stressed surgical tubing. Of the 8 remaining clips, 6 clips were able to load properly into the jaws and were successfully attached to over-stressed surgical tubing. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that both jaws had a uniform bend to them, which caused the mis-loading of the clips. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The device was received with 8 clips remaining in the channel indicating that the end user fired 7 clips. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. Upon functional inspection, it was found that both jaws had a uniform bend to them which caused the mis-loading of the clips. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that clips came out with closed when they were loaded into the jaws of the applier.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73f1800733 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips came out with closed when they were loaded into the jaws of the applier.